Event description:
It was reported that a bivona cuffed pediatric 3.0 was sent trach for cleaning in csr after use. After processing, obturator had filament on the end. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one returned sample was received in used condition, in a plastic bag. No obturator contamination was identified; the obturator was correctly assembled on the tube and had the correct curvature. The failure mode of ¿a0349 - obturator issue¿ was not confirmed. A device history record could not be completed as no lot number was received.